Event description:
Pt admitted to hospital for removal and replacement of aortic valve secondary to severe aortic regurgitation, aortic insufficiency and leaking valve. Original aortic valve placed in 1983. The original aortic valve was a carpentier edwards porcine valve. Upon removal of the valve it was noted that one of the leaflets was torn.